Manufacturer narrative:
Results code: product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system's (sds) separated distal shaft was returned with blood visible in the guide wire lumen. There was no contrast visible. The stent implant was stationary on the balloon and between the markers. The proximal end of the stent implant was mangled and pushed 1 cm distal to the proximal marker. The balloon was tightly folded and was wrinkled at the proximal end. The distal shaft outer and inner members were separated 10 cm proximal to the proximal balloon seal. The proximal portion of the separated shaft was not returned. The separation edges were smooth and did not appear stretched. There was no other damage noted. The tip seal length was measured and met mfg criteria. The tip seal length was .9 mm. A snap gauge was used to measure the outer diameters of the stent implant. The outer measurements met mfg criteria.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to pt injury. Device issue: shaft separation. It was reported that the pt's right coronary artery (rca) was too tortuous and calcified to pass through with a 1.5 x 20 mm and a 2.5 x 20 mm balloon catheter used for predilation. Then the 2.5 x 28 mm pixel stent was selected for use; however, after many attempts it failed to cross. No additional event or pt info is available. This is being reported based on the returned product analysis that revealed a shaft separation.